Event description:
It was reported that during a da vinci s hysterectomy procedure, the scissor tips on the fenestrated bipolar forceps instrument did not meet. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of grips. There is a .092 offset at the tips. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. Engineering concluded that the damage is like due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.